Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube 80cm was used during a percutaneous endoscopic gastrostomy procedure performed on (B) (6) 2009, for the purpose of administering medication (duodopa) for advanced stage of parkinson's disease. According to the complainant, post procedure on (B) (6) 2010, the intestinal tube was impossible to rinse. Duodopa was given in the ventricle. The procedure was completed with another endovive two port through the peg jejunal feeding tube 80cm on (B) (6) 2010. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4) - exchange of j-tube. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).